Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. As received, the lead has a severe kink with all wires broken approximately 23 cm from the stimulation end and approximately 1 cm from the apparent location of the anchor. The device failed all functional testing. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilizations records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00327. The patient was implanted with two percutaneous leads on (B)(6) 2010. It was reported that the lead to the right of the midline has progressively exhibited invalid impedance measurements such that the patient is now unable to achieve therapy on her right side. The device in question was replaced and effective stimulation was recaptured for the patient as a result. It is unknown which of the patient's leads was impacted; therefore, both lots are being reported.